Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection at the user facility, it was discovered that the craniotome was "bent". The reported event did not occur during surgery. There was no patient involvement reported. There were no reports of patient or user injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment revealed that the device appeared the have been dropped. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mis-handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.